Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for procedure. During procedure it was noted that the atrial lead was dislodged. The atrial lead was explanted and new atrial lead was implanted. The patient was in stable condition.